Manufacturer narrative:
Continuation of d10: product ID ID-1-5 (lot: b635108); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the coil pusher was stuck in the instant detacher (ID). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the top of the basilar artery (ba). The max diameter was 8mm, and the neck diameter was 4mm. The patient's blood flow was normal, and their vessel tortuosity was moderate. It was reported that when an attempt was made to detach the coil, the wire got stuck in the delivery wire insertion section of the ID and could not be removed. It was determined on site as a problem with the ID. The detachment itself seemed to have been completed. It was reported that the proximal part of the pusher was kinked/damaged. There was no resistance during preparation or delivery, and a continuous flush had been administered. The coil had not been repositioned. It was noted that there was coil separation/break/premature detachment, but the coil was placed in the intended position. There were no surgical or medical interventions required. One detachment attempt had been made with the ID. The delivery pusher was not rotated inside the patient. The patient did not experience any health damage. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The coil bent. The detached marker separated in the proximal section. It was intendedly detached.